Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer was contacted and clarified the hospitalization was for an issue with her lungs and not diabetes related. The device did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for several weeks and the insulin pump would not turn on. The customer's blood glucose was 154 mg/dl at the time of blank display. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display returned after troubleshooting. The insulin pump will not be returned for analysis.